Event description:
Device continuously losing time and creating noise during operation. Patient indicated that she was continuously changing the time to keep it current. Patient indicated that she replaced the batteries, but continued to have continued to have concern about the time. Patient indicated that she had used the piston rod longer than recommended. Patient indicated the device was making a "hissing" adn "grinding" noise when insulin was being delivered during basal deliveries and bolses. Patient did not report any physiological effects.